Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range shock impedance measurements. Troubleshooting and possible causes were discussed. Further evaluation was recommended. At this time, this rv lead remains in service, and no adverse patient effects were reported.